Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during initial drain of peritoneal dialysis therapy while the patient was connected. During troubleshooting, the patient reported they didn¿t prime the patient line properly before connecting. The technical services representative reviewed proper procedures with the patient and advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient line not being properly primed before connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. This guide instructs the user to verify that the patient line is properly primed. It also provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.